Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, during the tka, the surgeon was inserting a femoral device with the femoral impactor/extractor, the impactor/extractor broke."